Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason. During the procedure, the femoral component, tibial bearing and tibial component were removed and replaced.